Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that episodes of ventricular tachycardia (vt) were stored to this pacemaker exhibiting noise and oversensing on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed stored device data and explained the noise appeared consistent with minute ventilation sensor interference and provided suggestions for further evaluation and programming. As the patient's intrinsic amplitude was satisfactory the physician elected to reprogram rv sensitivity from 2.5mv to 5mv and continue monitoring the patient. There was no reported asystole or other impact to the patient as they have an underlying intrinsic rhythm. Additional information was received indicating the patient complained of ongoing dizziness despite previous device reprogramming. A revision procedure was performed wherein the rv lead was abandoned and replaced. The physician also elected to explant and replace the patient's device to avoid an additional procedure in the future; it was noted the device had not declared elective replacement indicator (eri) and there was no suspicion of premature depletion. No additional adverse patient effects were reported.